Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('severe perforation to her fallopian tubes/ malposition of essure device: right fallopian tube failure to occlude (close) fallopian tube(s, migration of essure device location of device: outside of right fallopian tube'), pregnancy with contraceptive device ('unwanted pregnancy') and haemorrhage in pregnancy ('bleeding through pregnancy / constant bleeding through last pregnancy') in a 29-year-old female patient who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: yaz from 2008 to 2011. Concurrent conditions included multigravida and parity 5 (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2012, (B)(6) 2017.). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("worsened menses") and pelvic pain ("pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced ovarian cyst ("other injury (ies) or complication(s) - please describe: ovarian cyst"). In april 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, menstrual disorder, hormone level abnormal, pelvic pain, weight increased, ovarian cyst, abdominal pain lower, premenstrual dysphoric disorder and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants placed in each tubal ostea without difficulty with 2-4 coils seen on each side post implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: embolization coil appears to have migrated out of the tube. Nonocclusion of the right fallopian tube. Right tubo-ovarian adhesions noted on the right. The left fallopian tube is occluded; on (B)(6) 2012: unilateral occlusion. Right tube had become dislodged left occlusion only. Concerning the injuries reported in this case, the following ones were conformed via medical recods: dysmenorrhea, ovarian cyst, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received. Event: abdominal pain was added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('severe perforation to her fallopian tubes/ malposition of essure device: right fallopian tube failure to occlude (close) fallopian tube(s, migration of essure device location of device: outside of right fallopian tube') and haemorrhage in pregnancy ('bleeding through pregnancy / constant bleeding through last pregnancy') in a 29-year-old female patient who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: yaz from 2008 to 2011. Concurrent conditions included multigravida and parity 5 ((B)(6)2001, (B)(6)2003, (B)(6)2005, (B)(6)2012, (B)(6)2017). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("worsened menses") and pelvic pain ("pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2014, the patient experienced ovarian cyst ("other injury (ies) or complication(s) - please describe: ovarian cyst"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), abdominal pain ("abdominal pain") and breast pain ("sore breast"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, menstrual disorder, hormone level abnormal, pelvic pain, weight increased, ovarian cyst, abdominal pain lower, premenstrual dysphoric disorder, abdominal pain and breast pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, breast pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants placed in each tubal ostea without difficulty with 2-4 coils seen on each side post implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: embolization coil appears to have migrated out of the tube. Nonocclusion of the right fallopian tube. Right tubo-ovarian adhesions noted on the right. The left fallopian tube is occluded; on (B)(6)2012: unilateral occlusion. Right tube had become dislodged left occlusion only. Concerning the injuries reported in this case, the following ones were conformed via medical recods: dysmenorrhea, ovarian cyst, abdominal pain. Lot number:919036 manufacturing date:2011/11 expiration date:2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('severe perforation to her fallopian tubes/ malposition of essure device: right fallopian tube failure to occlude (close) fallopian tube(s, migration of essure device location of device: outside of right fallopian tube') and haemorrhage in pregnancy ('bleeding through pregnancy / constant bleeding through last pregnancy') in a 29-year-old female patient who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: yaz from 2008 to 2011. Concurrent conditions included multigravida and parity 5 ((B)(6)2001, (B)(6)2003, (B)(6)2005, (B)(6)2012, (B)(6)2017.). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("worsened menses") and pelvic pain ("pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2014, the patient experienced ovarian cyst ("other injury (ies) or complication(s) - please describe: ovarian cyst"). In (B)(6)2017, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), abdominal pain ("abdominal pain") and breast pain ("sore breast"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, menstrual disorder, hormone level abnormal, pelvic pain, weight increased, ovarian cyst, abdominal pain lower, premenstrual dysphoric disorder, abdominal pain and breast pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, breast pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants placed in each tubal ostea without difficulty with 2-4 coils seen on each side post implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: embolization coil appears to have migrated out of the tube. Nonocclusion of the right fallopian tube. Right tubo-ovarian adhesions noted on the right. The left fallopian tube is occluded; on (B)(6)2012: unilateral occlusion. Right tube had become dislodged left occlusion only. Concerning the injuries reported in this case, the following ones were conformed via medical recods: dysmenorrhea, ovarian cyst, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- breast pain. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('severe perforation to her fallopian tubes/ malposition of essure device: right fallopian tube failure to occlude (close) fallopian tube(s, migration of essure device location of device: outside of right fallopian tube') and haemorrhage in pregnancy ('bleeding through pregnancy / constant bleeding through last pregnancy') in a 29-year-old female patient who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: yaz from 2008 to 2011. Concurrent conditions included multigravida and parity 5 (B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2012, (B)(6) 2017.). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("worsened menses") and pelvic pain ("pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced ovarian cyst ("other injury (ies) or complication(s) - please describe: ovarian cyst"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), abdominal pain ("abdominal pain") and breast pain ("sore breast"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, menstrual disorder, hormone level abnormal, pelvic pain, weight increased, ovarian cyst, abdominal pain lower, premenstrual dysphoric disorder, abdominal pain and breast pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, breast pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants placed in each tubal ostea without difficulty with 2-4 coils seen on each side post implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: embolization coil appears to have migrated out of the tube. Nonocclusion of the right fallopian tube. Right tubo-ovarian adhesions noted on the right. The left fallopian tube is occluded; on (B)(6) 2012: unilateral occlusion. Right tube had become dislodged left occlusion only. Concerning the injuries reported in this case, the following ones were conformed via medical recods: dysmenorrhea, ovarian cyst, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- breast pain. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('severe perforation to her fallopian tubes/ malposition of essure device: right fallopian tube failure to occlude (close) fallopian tube(s, migration of essure device location of device: outside of right fallopian tube'), pregnancy with contraceptive device ('unwanted pregnancy') and haemorrhage in pregnancy ('bleeding through pregnancy / constant bleeding through last pregnancy') in a (B)(6) year-old female patient who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: yaz from 2008 to 2011. Concurrent conditions included multigravida and parity 5 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2005, (B)(6) 2012, (B)(6) 2017). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("worsened menses") and pelvic pain ("pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced ovarian cyst ("other injury (ies) or complication(s) - please describe: ovarian cyst"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain") and premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, menstrual disorder, hormone level abnormal, pelvic pain, weight increased, ovarian cyst, abdominal pain lower and premenstrual dysphoric disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants placed in each tubal ostea without difficulty with 2-4 coils seen on each side post implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: embolization coil appears to have migrated out of the tube. Nonocclusion of the right fallopian tube. Right tubo-ovarian adhesions noted on the right. The left fallopian tube is occluded; on (B)(6) 2012: unilateral occlusion. Right tube had become dislodged. Concerning the injuries reported in this case, the following ones were conformed via medical records: dysmenorrhea, ovarian cyst, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs received: new event bleeding through pregnancy, device ineffective were added. New concomitant and historical conditions were added. Indication was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.